Event description:
As reported for this event by the customer, during a therapeutic laparoscopic surgery, the device tissue was worn and came off at the time of output for the first time of use. The piece that came off was recovered. The procedure was completed with a new similar device. There was no output error message received for the event. There is no harm or adverse impact to the patient. The device was inspected prior to use with no abnormalities noted. The intelligent tissue monitoring (itm) functionality was on during the procedure.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection of ultrasonic oscillation confirmation and appearance. Upon inspection of the device, it was observed that the tissue pad was worn, with being partly peeled and partly torn in some places. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. When nothing was grasped between the gripper and the tip of the probe (including after the tissue was cut), the tissue pad was worn and partly cut and damaged because the gripper was closed and ultrasonic waves were output. Peeling occurred. 2. A force was applied to the torn tissue pad. This caused the tissue pad to tear and fall off partially. The following information is stated in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor field performance for this device.